Event description:
A hospital rep reported that during vitrectomy surgery, a system message was displayed that indicated an inoperative cassette module. Additional info received later from a nursing tech indicates that the incision has already been made when the system message was displayed. The surgery was aborted and the incision was closed. The pt was sent home and a week later returned to the hospital for the conclusion of the surgery. The nursing tech reported that there was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and replaced the transducer cable. The system was then tested and met all product specifications. The root cause is unk at this time. (B)(4).